Manufacturer narrative:
Additional product code: hwc. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while trying to remove an intramedullary nail from a tibia, numerous extraction screws and bolts were utilized and ultimately damaged. The tibia nail was removed without surgical delay or patient harm. It was confirmed that nail was being removed due to an infection and patient will be revised at a later date. It was reported that inserter-extractor, conical bolt, conical extraction screw and extraction screw were sticking together. There are no allegation against the tibia nail and 2 unknown screws that were removed. Procedure was completed successfully. Patient information is not available. This report is for an unknown nail. This is report 1 of 2 for (B)(4).